Event description:
Report received from an abbott international affiliate (abbott-canada) which states, "the proximal tip completely separated from the IV tubing. A staff nurse was doing rounds during the night on a surgical unit. The distal y-site (distal to the IV container) proximal tip completely separated from the tubing. The patient was receiving IV therapy for antibiotic infusions via an interstitial IV site. A peripheral access was inserted and connected to a new tubing. Sodium chloride was infused to the patient. Later that night, it was discovered that tubing was separated from the y-site resulting in blood loss. Blood loss was described as not a lot." Further information states that the tubing was in use for less than 8 hours. The IV was discontinued and a new site and tubing restarted. It was reported that blood loss was the only consequences of the event. Although requested, no additional information has become available.